Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the buttons were unresponsive. The customer stated that the button error occurred frequently. The customer stated that the screen has a crack. The customer stated that the key sheet is damaged. The customer will be sent a replacement pump.

Manufacturer narrative:
All of the buttons are functioning properly and no damage was found on the keypad assembly noted. No button error alarm during our testing. No cracks on the screen or the case assembly noted. The insulin pump passed the self-test. The insulin pump was received with scratched case, pillowing keypad overlay, faded serial number sticker and minor scratched lcd window.